Event description:
Information received indicates that the patient had a pericardial effusion during catheters insertion, prior to the start of cryoablation. Two transseptal punctures were done. Mapping was done with a lasso catheter. The sheath was inserted at 1 pm followed by the cryoablation catheter at 1:10 pm. At 1:15 pm, the patient's blood pressure was 90, pulse 105 and 92% oxygen saturation. Echocardiogram was done and the patient was cardioverted. Effusion was diagnosed and pericardiocentesis was done at 1:26 pm and removed approximately 200cc of fluid. At 1:40 pm, patient's blood pressure was 100/62 and had 98% oxygen saturation. Patient was transferred to unit. On (B)(6) 2012, as per physician, the patient was still in hospital, doing well and recovering from surgery. This report is for device 2 of 2.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection showed that the sheath was intact with no apparent issues. Functional test showed that the deflection worked as per specification. Dissection did not show breakage of the pull wire. No indication of product malfunction. The sheath passed the inspection as per specification. This report will be recorded and trended.